Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to power up. The cause for the failure was isolated to physically damaged broken l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the patient was experiencing a battery charger/modem problem.